Manufacturer narrative:
(B)(4). The device history record review the product visistat 35r 6/box, lot number 73j1400544 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the charger stayed blocked in a closed position; the charger got stuck on the patient causing extension of the procedure duration due to difficulties extracting the staple. It was reported that no medical complications occurred and no treatment was required. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The failure mode "stuck in skin" was confirmed with the picture attached. No other defects were observed. Failure mode "stuck in skin" could be confirmed with picture that was submitted. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly. We will continue to monitor and trend relating complaints.

Event description:
Alleged event: the charger stayed blocked in a closed position; the charger got stuck on the patient causing extension of the procedure duration due to difficulties extracting the staple. It was reported that no medical complications occurred and no treatment was required. The patient's condition was reported as fine.